Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/2/2021. H.6. Investigation: bd received a 22 gauge insyte autoguard blood control unit from an unknown lot for evaluation. A review of the device history record could not be performed as the reported lot was unknown. Our quality engineer visually inspected the returned unit and observed cracks opposite of each other on the adapter. The cracks started at one end and ran until the mid point on the adapter. Based off the visual inspection the engineer was able to verify the reported defect. It was determined that this was a manufacturing defect that can occur during the production process. H3 other text : see h.10.

Event description:
It was reported that a insyte autoguard bl 22ga x 1.0in experienced a broken catheter hub and leakage during use. The following was reported by the initial reporter: "this is a report about a cracked catheter hub, resulting in leakage. According to the customer's report, blood leaked during blood collection; when checking the product, a crack on the catheter hub was found."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that a insyte autoguard bl 22ga x 1.0in experienced a broken catheter hub and leakage during use. The following was reported by the initial reporter: "this is a report about a cracked catheter hub, resulting in leakage. According to the customer's report, blood leaked during blood collection; when checking the product, a crack on the catheter hub was found."